Manufacturer narrative:
Device evaluation: review of the log file data retrieved from the returned lvad and system controller confirmed the reported low flow events and alarms; however, a specific cause for the low flow condition could not be determined through this evaluation. The evaluation of the returned devie did not identify any device-related issues or a potential cause for the reported low flow alarms leading up to the patient¿s outcome. A direct correlation between the returned device and the reported gi bleeding, intra-abdominal hemorrhage, subendocardial hemorrhage, subdural hematoma, chronic passive hepatic congestion, hepatic fibrosis, pulmonary edema, and pleural effusions found on autopsy could not be determined. Pump was returned assembled with the pump cable intact and the modular cable was returned attached to the pump cable in-line connector. The sealed outflow graft was returned attached to the pump outflow with the sealed outflow graft bend relief properly engaged to the graft adapter. The apical cuff was returned secured with the engaged cuff lock. Examination of the lumen of the inflow cannula revealed a very thin layer of white tissue-like ingrowth surrounding the proximal edge of the textured blood-contacting surface, which was well adhered and did not appear large enough to have obstructed blood flow. Upon disassembly of the device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. The returned sealed outflow graft material measured approximately 10 inches in length and contained the aortic anastomosis at its distal end as well as a graft-to-graft anastomosis at approximately 4 inches from the graft adapter. The graft material revealed no evidence of distortion such as twisting or kinking that would have contributed to a potential flow obstruction. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The event and periodic lvad log files were retrieved from mlp-010346 and showed the pump operating at the stored patient speed of 5600 rpm. The lvad event log file contained data from (B)(6) 2019 6:38 pm - (B)(6) 2019 2:18 am and showed that pump flow remained overall stable in the range of 3.9-4.8 lpm until about 7:00 pm on 13feb2019, when flow began to decrease to the 2.5-3.5 lpm range, which then dropped to 0.6 lpm at timestamps 7:07 pm and 7:09 pm. Flow then remained in the range of about 1-1.5 lpm until dropping to values consistently below 1 lpm at about 8:00 pm. Pump flow temporarily recovered to the range of about 2-3 lpm from 11:27 pm - 11:53 pm, but ultimately reduced to values between 0-1.9 lpm following this time frame through the end of the log. The lvad periodic log file contained data from (B)(6) 2019 7:59 am - (B)(6) 2019 2:21 am and captured data at 10-minute intervals. Pump flow remained overall stable in the range of 3.4-5 lpm until 7:11 pm on (B)(6) 2019 when flow decreased to values around 1 lpm and then remained in the range of 0-2.6 lpm through the remaining log file data. Despite the recorded low flow events, the event and periodic lvad log file data appeared to show the pump operating as intended with no atypical lvad faults captured. The modular cable passed electrical testing without issue. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The returned lvad was also connected to the returned system controller (serial number (B)(4), test equipment, and a mock circulatory loop. The system operated as intended for an extended period of time and no atypical alarms were reproduced. The heartmate 3 lvas IFU lists bleeding, hepatic dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system.

Manufacturer narrative:
The patient¿s implanting center was university of rochester. For the event the patient was initially taken to cortland emergency department and then transferred to university of rochester emergency department. University of rochester reported the event to the manufacturer. Approximate age of device ¿ 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2019. The patient¿s lvad produced low flow alarms at home. Paramedics took the patient to cortland emergency department with syncope and low flow alarms. Hemoglobin (hgb) was 5 g/dl, pressure was in the 30s, and the patient was in and out of consciousness. The patient was transferred to their implanting center, university of rochester¿s (urmc) emergency department. Upon arrival to the implanting center, the patient was coding. Blood pressure (bp) was 54 mmhg/40 mmhg, the patient was unresponsive, and the lvad produced continuous low flow alarm but was reportedly functioning. Full advanced cardiac life support (acls) was started with no improvement. Echocardiogram performed at bedside found dilated and hypokinetic left ventricle, the right ventricle was underfilled and hyperdynamic. Arterial blood gas (abg): ph 6.8, k 6.8, lactate 11. There was no improvement despite high escalation in acls medications, continuous acls, low ph and pco2, low end tidal co2. It was determined that this was not survivable and acls measures were stopped. The vad was turned and the patient passed away shortly thereafter. Inotropes had been initiated during treatment. An autopsy was performed and made the major diagnosis of intra-abdominal hemorrhage with clot. The patient¿s bowel was distended with gas and blood was observed in small intestine and sigmoid. Rectosigmoid mucosal hemorrhage. The patient had subendocardial hemorrhage of anterior left ventricle (lv) and lateral and anterior right ventricle (rv). Pulmonary edema, pleural effusions bilateral were also observed. Chronic passive hepatic congestion was present with hepatic fibrosis. Within the patient¿s brain, left subdural hematoma was observed.